Manufacturer narrative:
The investigation of the complaint related to corrosion and moisture on the reported ventilator system's main back-plane printed circuit board (pcb) has been completed. During investigation on-site performed by our field service engineer presence of moisture was found on the pcb. According to the received information the gas module was also found defective. The pcb and gas module were replaced and after successful tests the ventilator system was sent back in service. A visual inspection confirms the reported corrosion and moisture problem. The pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator system malfunction. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was. A correction of field #h6 medical device ¿ problem code was required. H6 ¿ medical device ¿ problem code ¿ previous medical device ¿ problem code: output problem///3005, corrected medical device ¿ problem code: contamination /decontamination problem/contamination//1120.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).